Event description:
Pt unable to be ventilated with ventilator - had to bag pt with 100% o2 to keep sats greater than 90%, changed trache to birona. Pt placed back on ventilator did fine for approx 1 hour. The staff had to bag pt with 100% to keep sats greater than 90%. Changed trache again with 2nd birona. Pt ventilated with vent until transfer to host hospital micu. Host hospital switched out this trache tube too.